Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for an implantation on (B)(6) 2018. On follow-up chest x-ray it was determined the patient¿s atrial lead was dislodged. On (B)(6) 2018 the lead was repositioned. The patient was stable before, during and after the lead repositioning.